Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during surgery the surgeon did not succeeded to use the scorpion device correctly and another one was used. The next day after surgery, few fragments were seen on the x-ray inside of the joint. No further information received. ***update avoe (B)(6) 2023 it was further reported that the surefire¿ scorpion¿ needle ar-13991n (lot: 15062341) was used with the reported scorpion device. It is unclear if the fragments came from the scorpion or the needle. ***update avoe (B)(6) 2023 it was confirmed that for the moment no second surgery is planned to remove the fragments.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint is not confirmed. Functional testing was performed on the returned ar-13997sf with a known good ar-13991n and found that the device works as intended and the needle was able to fire through the shaft and window of the device and was able to catch the suture. Visual inspection noted no problems with the exterior of the device. No problem found. Refer to investigation photo.